Manufacturer narrative:
H6. Health effect - clinical code updated to 1914. B4. Date of this report 02 august 2025. G3. Date received by the manufacturer? 02 august 2025.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user reported a hospitalization event. Event happened on 23-apr-2025. According to the user, she does hemodialysis at home by herself, but when her blood pressure drops too low, she can't do it by herself and she was advised by her hcp to go to the ER. User was diagnosed a minor heart attack and had to stay at the hospital from (B)(6) 2025. The event was not related to the eversense system or her diabetes. The user received a pacemaker as treatment by her hcp, who was aware of the event. The user wasn't prescribed medication.

Manufacturer narrative:
The user reported a hospitalization event. Event happened on 23-apr-2025. According to the user, she does hemodialysis at home by herself, but when her blood pressure drops too low, she can't do it by herself and she was advised by her hcp to go to the ER. User was diagnosed a minor heart attack and had to stay at the hospital from (B)(6) 2025. The event was not related to the eversense system or her diabetes.the user received a pacemaker as treatment by her hcp, who was aware of the event. The user wasn't prescribed medication.